Event description:
It was reported that the patient underwent surgery on (B)(6) 2010 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat prolapse, a rectocele, an enterocele, and anal incontinence. The outcomes attributed to the device were pain, erosion, ulcers, bleeding, anemia, and depression. It was reported that the patient underwent removal on (B)(6) 2010 and in (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hernia repair; due to constipation, obstipation, loose stools, and anal incontinence. The patient experienced mesh erosion, severe pelvic pain, inflammation, ulcers, bleeding, anemia, depression, and anxiety. It was reported that patient underwent colorectal surgery on (B)(6) 2010. It was reported that patient underwent gallbladder surgery on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent resection of mesh on (B)(6) 2011.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.